Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation

Event description:
It was reported by the customer that "patient was receiving IV antibiotics through her PICC when she noticed swelling in her upper arm and lower forearm. It appeared the PICC was extravasating in her arm. The PICC was removed by the district nurse. Another PICC inserted the following day. Patient had good recovery with no significant damage. PICC was also noted to be leaking.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is unconfirmed because the leak could not be identified. One 4 fr powerpicc solo was returned for evaluation. An initial visual observation showed blood use residues throughout the returned device, and some indentations from the securacath were visible along the catheter. A functional test of infusing the device with water using a 12 ml syringe revealed the catheter was patent to infusion. A leak was not observed during infusion of water. The catheter was subsequently pressurized with water, and a leak could not be identified anywhere along the catheter. A microscopic observation revealed some indentations at the 3 cm depth marker and at the 6 cm depth marker from the securacath, but no splits were found during a microscopic evaluation. The complaint of a leaking powerpicc solo is unconfirmed because the failure could not be reproduced.

Event description:
It was reported by the customer that "patient was receiving IV antibiotics through her PICC when she noticed swelling in her upper arm and lower forearm. It appeared the PICC was extravasating in her arm. The PICC was removed by the district nurse. Another PICC inserted the following day. Patient had good recovery with no significant damage. PICC was also noted to be leaking.